Manufacturer narrative:
Event date was unknown so it was estimated.

Event description:
It was reported that there was a perforation and that the patient experienced a cardiac arrest. It was reported via social media that during a left atrial appendage (laa) closure procedure involving a watchman device, the physician perforated the patients heart which required surgery and blood transfusions to repair. The patient also went into cardiac arrest, and received CPR before they recovered from this event. It was further reported that the patient did not recover from this event and ultimately passed away.

Manufacturer narrative:
Event date was unknown so it was estimated.

Event description:
It was reported that there was a perforation and that the patient experienced a cardiac arrest. It was reported via social media that during a left atrial appendage (laa) closure procedure involving a watchman device, the physician perforated the patients heart which required surgery and blood transfusions to repair. The patient also went into cardiac arrest, and received CPR before they recovered from this event.